Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient and patient's mother contacted animas on (B)(6) 2011 to report that the patient has been obtaining elevated blood glucose (bg) readings in the 300-400 mg/dl range for 3 days. The patient's mother reported that the patient has tested positive for large ketones. The reporter informed customer support that the patient has been given insulin with a syringe; however, her bg did not respond to the shots that well either. On (B)(6) 2011, per physician's advice the patient went off the pump and onto backup plan. The patient's mother reported that the patient's hcp felt there was a problem with the pump. At the time of troubleshooting, the subject pump was reviewed. There were no associated alarms found in history. The reporter confirmed all pump settings, including date and time were correct. It was noted that basal settings matched up with basal total daily delivery (tdd), and that bolus and prime history were correct. The patient denied any issues with site, infusion set or cartridge. The patient reported last site change was on the afternoon of (B)(6) 2011 and a new cartridge was started the day prior on (B)(6) 2011. The patient claimed she changed her site 8 times in 3 days since start of high bg's. At the time of the call, the patient's mother confirmed the pump was able to be primed without any difficulty. This complaint is being reported because the patient developed signs/symptoms of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Device evaluation follow-up #2: submitted (B)(6) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013, with the following results: the black box for the event on (B)(6) 2011, has been overwritten due to continued use of the pump and is no longer available for review. Testing was unable to duplicate the complaint. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. When the pump was powered up it was not able to be downloaded. When opened to investigate, and electrical component was found to be defective. It was replaced with a new component, and pump was downloaded. Insulin delivery totals were found to correctly reflect the user's programmed basal rates. The pump passed on a 29 hour flow test was found to be delivering accurately and within specification. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specification. No evidence of contamination found in force sensor housing or force sensor shim. Unrelated to this complaint, the black box shows evidence of a time and date reset to the default setting after power on resets on (B)(6) 2012. A visible inspection confirmed the internal battery (bt1) was leaking.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a